Manufacturer narrative:
The customer cancelled the service call after their in-house biomed addressed the problem. The system was used for eight cases without failure. No further action will be taken. This report mailed in to FDA on: 05/25/2007.

Event description:
A nurse reported that during the first case of the day, a system fault error (leak fluidics 24v) occurred that could not be cleared. The eye was open, capsulorhexis performed and viscoelastic in place, when error occurred. They tried to reboot, however, error would not clear. The nurse said, they had to borrow another unit from a different facility causing the case to be prolonged for about 2 hours. The nurse stated once the other unit arrived, they completed the procedure. Additional information has been requested.